Event description:
Customer reported hospitalization due to high blood glucose readings of 393 mg/dl and stated that the insulin pump stopped working. Customer stated that the insulin pump was alarming during the manual prime. The drive support cap was noted to be loose. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.